Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate of the device was 60 pulses per minute (ppm), which was the programmed base rate. In 2008, measured data was 2.70 v, 19 ua, and 3 kohms, with a magnet rate of 59.7 ppm and an estimated remaining longevity of 1.5 years. The pulse generator was replaced due to the inability to communicate using a programmer.